Event description:
During a prercutaneous transluminal angioplasty ther was a bolloon rupture. The superior femoral artery (sfa) was the patient's target lesion. There was mild calcificaiton, vessel tortuosity and 100%stenosis. The balloon was used during post-dilation of the implanted stent (stent; size, brand unknown). The indeflator was taken to 6 atmospheres of pressure when balloon ruptured. There is no information how the procedure was finished. There was no adverse consequence to the patient. This product has been returned for evaluation and testing.